Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion since 2021. The patient is not enrolled in latitude and no magnetic resonance imaging (MRI) has been performed. The device was unable to be interrogated and when the magnet was placed on the device, no beep tone was heard. No adverse patient effects were reported. This device remains implanted. Multiple attempts were made to obtain information regarding resolution of the event and additional information but unfortunately there was no further information available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion since 2021. The patient is not enrolled in latitude and no magnetic resonance imaging (MRI) has been performed. The device was unable to be interrogated and when the magnet was placed on the device, no beep tone was heard. No adverse patient effects were reported. This device remains implanted.